Event description:
It has been reported to philips that fluoroscopy was not being displayed. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite to resolve the reported problem by the customer. Fse checked the wiring, system start-up, and video sources all are in good working condition, fse found no issues onsite and system was in good working condition. The codes were updated based on the investigation outcome.